Event description:
Patient was implanted with a bilateral mandible distractor on (B)(6) 2012. The distractor met the desired length at the desired time. It was noted on a follow up visit, on an unknown date, the right side remained advanced but the left side retracted an unreported amount. The father reported to the surgeon that when he turns the key one half turn as directed, he is not meeting resistance. Therefore, the surgeon instructed the father to turn the key until resistance is met and then begin the one half turn. The father was also instructed to leave the right side alone and only advance the left side. As of (B)(6) 2013, it was reported that the distractor is retaining the advancements that are made. This report is for an unknown distractor. This is 1 of 1 reports for this event.

Event description:
Patient was implanted with hardware on (B)(6) 2012.

Event description:
In (B)(6) 2013, exact date unknown, it was noted the relapse in distraction, on the left, took place. The two distractors, footplates and extension arms were removed on (B)(6) 2013.this is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report received indicates the removable extension arm-flex 30mm for cmf distractor was received in good condition. The unit had minimal wear from usage, no signs of stress or damage were visible and the part move freely with no resistance in any direction or angle rotated. No tension was felt when rotating the unit axially. The physical properties of the device were measured in accordance with drawing (B)(4) with all parameters meeting specification. The physical and visual results provide no evidence that the removable extension arm-flex 30mm for cmf distractor was responsible for the complaint. Component raw material (outer) was verified with the niton03 gun. Review of the device history record, part number 04.315.125 showed no issues during the manufacture that would contribute to this complaint. (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Retraction of medwatch: this complaint has been reviewed, it has been determined that the reportability determination has been changed from reportable status to not reportable. Rationale: it is reported that ¿ the distractors met their desired length at the desired time. As of b)(6) 2013, it was reported that the distractor is retaining the advancements that are made. There is no indication to indicate this event was a serious injury: is life-threatening, even if only temporarily, (2) results in permanent impairment of a body function or permanent damage to a body structure or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Permanent means irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage. All information suggests the product worked as designed and as intended. This event does not meet the definition of a FDA reportable event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product has been returned and the evaluation is ongoing. (B)(6) from synthes USA to synthes (B)(4): information from product received.